Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific¿s technical services on (B)(6) 2017. The local representative reported that this patient was presented back to the electrophysiology (ep) laboratory for a scheduled revision procedure. Upon device interrogation, the software upgrade was successfully loaded. The device and electrode were repositioned due to migration. No patient adverse effects were identified.